Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the cadd pump with administration set, and an infusion bag were being used with an opiate in pca mode without continuous rate. Normally when they disconnect the patient there will be around 70-80ml in the fluid bag left. With this patient the whole fluid bag was empty, but this was impossible with normal use of the pump. It might be the case that the pump gave the patient more medication than was setup, but the patient was not heavily sedated. The event occurred at the hospital. There was patient involvement, and no injury or medical intervention needed.